Event description:
The account alleged the brake will set but not hold at the foot end of the stretcher. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster and brake steer caster to resolve the issue.